Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and test strips. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer attempted contact customer with follow up phone calls to assure the new device replaced is not displayed low readings; unable to contact customer; a product letter was sent.

Event description:
Customer complains of low results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 186-220mg/dl fasting. Verified the strips expired 9/30/2017. Customer confirms the strips have been properly stored and were first opened (B)(4) 2015. Customer performed a back to back blood test and obtained 167mg/dl and 187mg/dl fasting. Reviewed meter memory: (B)(6). Customer received a result of 32mg/dl using her meter last sunday (B)(6) 2015 at 4 :00pm and was having no symptoms of low blood sugar at the time. Customer stated that around 7pm she lost consciousness was taken to (B)(6) medical center by the paramedics. Upon arrival, her blood glucose levels were 189 mg/dl. Customer was discharged the same day from the ER but does not remember her blood glucose levels. Customer run a back to back blood test today (B)(6) 2015 at 06:55 pm received result of 260mg /dl using her true result meter and 317mg/dl using a competitors meter.